Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 26jun2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) too numerous to count(tntc) as comprising of the following 1 isolates: 1 - positive rods - bacillus thuringiensis, study number: (B)(4). The duodenoscope was received by pentax medical for evaluation on 03jul2019. The duodenoscope was inspected by pentax medical service on 09jul2019 and the following inspection findings were documented: operation channel- primary slice by accessory, distal cap - fixed type passed epoxy seal integrity inspection, air/ water socket cylinder o-ring chipped, primary operation channel resistance, distal cap/ case cracked, failed wet leak test, failed dry leak test, bending rubber pinhole, hole in # 2 remote control button cover, insertion tube mild crush at stage 1, insertion tube mild crush at stage 2. The duodenoscope is currently undergoing repairs including the following components: o-ring(0.5x1.3), distal case/cap, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals. Upon completion of repairs the duodenoscope will be reprocessed and resampled in (B)(4) per procedure.